Manufacturer narrative:
(B) (4). The returned device was received in two pieces, separated at the distal shaft just proximal of the transducer. The distal shaft and inner lumen were zippered open starting at the guide wire exit port and extending to the severed portion (at the transducer). The adhesive at the proximal fillet of the transducer was dislodged, but was attached to the distal shaft (not missing). The distal fillet was intact and within manufacturing specifications. From the condition of the returned items along with the statement of the complaint, it is reasonably suggested that the catheter met resistance on the guide wire upon retraction. The wire may have become kinked or looped during retraction, which would cause the resistance felt with the sheath and subsequent tearing of the exit port skive by the guide wire. The catheter continued to be retracted until the inner lumen and distal shaft were slit open by the guide wire extending from the exit port skive to the transducer. Upon reaching the transducer, even more resistance would be felt since it cannot be slit by the guide wire. Continued force applied was able to separate the transducer from the distal shaft. The product instruction for use (805854-001) precautions the following items: 'if binding occurs between the catheter and the guidewire while inside the patient, carefully remove both the wire and catheter and do not use.' If binding occurs outside of the patient, remove the catheter and do not use.' If resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time.

Event description:
The ivus eagle eye gold (eeg) was being used to image the infra popliteal vessel during a peripheral case. The entry point was the femoral artery. As the physician was removing an ivus eagle eye gold catheter from the patient at the conclusion of imaging, the transducer got caught in the sheath and was dislodged distal from the catheter. The physician used a snare to retrieve the transducer from the patient. No device parts remained in the patient's body, and all parts were accounted for by the physician once the transducer was snared. This event did not extend the patient's stay in the hospital and the current condition of the patient is good.